Event description:
It was reported when an asymptomatic patient presented in clinic, non-sustained lead noise due to post-paced t-wave oversensing was observed. Programming changes were made. Subsequently, via remote transmission, the non-sustained lead noise due to post-paced t-wave oversensing recurred. Additional programming changes were recommended and will be made during patients next in clinic check.